Event description:
It was reported that this patient presented to the emergency room in (B)(6) 2021 due to this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibiting noise resulting in two inappropriate shocks as well as the device being at end of life (eol). One shock was delivery in the primary sensing vector and one in the secondary sensing vector. Noise was reproduceable when bending to the left and occurred in all three sensing vectors. It was noted that the primary sensing vector yielded the best results for the patient during the month of no inappropriate shock therapy. Technical services (ts) discussed performing x-rays and inquired regarding if the patient had significant weight loss or weight gain. Additional information noted that the device was explanted and replaced. A follow up will take place to evaluate the sensing to make sure appropriate sensing was occurring. This device was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population. Laboratory analysis did not confirm the allegation of an inappropriate shock and noise. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output.

Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise resulting in two inappropriate shocks. One shock was delivery in the primary sensing vector and one in the secondary sensing vector. Noise was reproduceable when bending to the left and occurred in all three sensing vectors. Technical services (ts) discussed performing x-rays and inquired regarding if the patient had significant weight loss or weight gain. No adverse patient effects were reported. The device remains implanted.